Event description:
An ophthalmic surgeon reported that there was little to no aspiration during a vitreoretinal procedure of the left eye. The product was replaced and the procedure was completed without consequences to the patient. Additional information was requested. No product sample available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The customer did not retain a sample for this complaint; visual inspection or functional testing could not be conducted. (B)(4).

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).